Manufacturer narrative:
This file is being submitted as part of a retrospective review of historical records after which medical safety has updated the report type. Corrected information was provided.

Event description:
Additional information noted care was withdrawn and the patient expired. Medical safety review of the event noted there is not enough information to exclude the impella device as an associated factor in the patient's demise.

Manufacturer narrative:
The investigation for the reported ventricular fibrillation (vf) has been completed. The impella device nor flouroscopic imaging and data logs were returned for evaluation. However, clinical information provided is sufficient to determine a root cause. The reported root cause of the vf was most likely patient condition related and unknown relation to impella.

Event description:
The user facility reported a 50-year-old female was escalated from an impella cp to an impella 5.5. While transferring patient to bed, the patient went into ventricular fibrillation. Compressions started, direct current cardioversion converted into ns 90¿s, amiobolus given, dobutamine, global thrombosis test started. Suction event, p5 with volume. Transesophageal echocardiography (tee) revealed underfilled left ventricle w/ slightly dilated right ventricle. After volume p level increased to p8, improvements noted on tee. Pt taken to cvicu 10.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.